Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The date of the hospitalization was (B)(6) 2015. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.